Event description:
Information received with return of the explanted device notes that the patient presented with no telemtry function, no output and no magnet response. The patient had been pro- grammed to the vvi mode "some years ago" after successful of atrial fibrilltion.~~~~~